Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A diagnostic anomaly in 2017 whereby the voltage and longevity reading dropped and was inconsistent during interrogation was determined during generator analysis to result from a discrepancy in a programmer¿s estimation of remaining longevity, near elective replacement indicator (eri). The cause of the discrepancy by the programmer was undetermined. The generator's analysis was normal. The patient was stable.

Manufacturer narrative:
Device name not available as product was manufactured on or before september 23, 2014.